Manufacturer narrative:
The codes corresponding to the ins has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional via the manufacturer representative. It was reported there was no infection. The battery indicated eos before (B)(6) 2017. The battery was replaced (B)(6) and after that there was no good effect. The lead was an octad implanted on (B)(6)2012 and there was an extension. The lead remains implanted.

Manufacturer narrative:
The information in follow up report 1 is captured in regulatory report number 9614453-2017-02619. The patient codes have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable component is: product ID: neu_unknown_lead, lot# unknown. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative that reported the patient got an infection (staphylococcus) close to where the electrode was implanted. It occurred shortly after (B)(6) 2017. The electrode had to be explanted shortly after. The patient still had the ins implanted and charged it regularly during the time the patient was on antibiotics. As soon as the infection is healed and the patient doesn't need more medication, a new electrode was planned to be implanted.